Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: the low pressure module has been repaired. All tests were carried out in accordance with the manufacturer's instructions. Insufflator functional. Warranty for repair 6 months. Probable root cause: - pressure sensor malfunction / out of calibration - software malfunction - use error - system design - unwanted movement of internal components / wiring - power button inadvertently turned off - tubeset/gas supply inadvertently detached/loose - loss of power - pressure button does not disengage - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - hpu or lpu assembly malfunction - leaks from internal connections or seals - ppv failure manufacturing/ service error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that device over pressured during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that device over pressured during procedure.